Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2014.

Event description:
It was reported by the clinician that a remote monitor transmission received noted the patient had received multiple high voltage therapies for ventricular tachycardia (vt). It was further reported a lead integrity alert (lia) was triggered due to sensing integrity counter (sic) and double counting of the vt was observed. The high voltage shocks resulted in a biventricular paced rhythm with questionable capture. The current transmission electrograms showed an ongoing vt. Additional information received reported the patient is deceased and died the day of the transmission. A call was placed by the clinician to the patient's residence with no answer, the family was contacted and the patient was found deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.